Event description:
During an ercp with pancreatic stent placement the physician used a wilson-cook oasis one-action stent introduction system. After placement of a 10 french stent, a radiopaque band from the guiding catheter of the introduction system was detected in the pt's pancreatic duct. The stent was removed so that the band could be passed naturally. An injury to the pt was not reported.